Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level (bg) was over 600 mg/dl. The customer administered a correction bolus in order to lower bg. Reportedly, the customer continued to use current pump for insulin therapy.